Manufacturer narrative:
Submitted 08/18 /2015 as follow-up #1: a review of the complaint record indicated that this was primarily a power/no power issue, related to the moisture in the battery compartment.

Manufacturer narrative:
Follow-up #2: date of submission 09/22/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the pump it was noted that there was a crack in the battery compartment from bottom traveling to bumper. A leak test was performed and it was confirmed the battery compartment was leaking from this crack. The pump case was opened and moisture was discovered on the pcb, oled and on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.